Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and pump error alarm. Customer stated that the time clock did not advanced. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump was exposed to a change in altitude. Customer stated that block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 24 alarms noted during testing. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. No button error alarm noted upon testing. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.